Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was 37 mg/dl and 242 mg/dl. The customer had been using the insulin pump within 48 hours of low blood glucose level. Customer treated with food. The customer alleged the insulin pump for over delivery. The insulin pump will be returned for analysis. The reservoir will not return for the analysis.